Event description:
It was further reported that a week after implant, the stimulation started to hurt the patient. This was described as an overstimulation sensation. The patient turned stimulation down and it was still painful. The patient had to turn the stimulation off to get relief. The patient planned to find a physician to check his device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the patient was getting an ultrasound he felt ¿buzzing¿ at his implant site. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), product type lead; product ID 3778-60, serial# (B)(4), product type lead. (B)(4).

Event description:
Additional review indicated that stimulation hurting the patient and the overstimulation sensation were not related to the reported event of the patient getting an ultrasound and feeling "buzzing" at the implant site.